Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with vancomycin injection (1.5gm, discontinued after 7 days), ciprofloxacin (500mg once a day, discontinued after 4 days) and fluconazole (500mg once a day) for this event. The patient recovered 27 days after the event onset. Action taken with pd therapy was not reported. No additional information is available.